Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed , and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. Do not alter the catheter, guidewire or any other kit/set components during insertion, use or removal. Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) kinked and was difficult to advance in the patient. No patient injury reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) kinked and was difficult to advance in the patient. No patient injury reported.